Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed, eccentric target lesion was located in the mildly tortuous and moderately calcified left external iliac artery. The vessel measured 15-20mm x 6-7mm. Pre-dilation was not performed. A 7.0x40mm non-bsc, self-expanding nitinol stent was implanted in the lesion; however, additional dilation was required as the stent was not fully deployed and well apposed. The 7-2/5.3/75 ultra-thin sds was then advanced for post-dilation. The balloon was inflated once to 3-4atms for 20sec. Utilizing fluoroscopy, the balloon was deflated and the device was removed with minimal resistance when withdrawing through the introducer sheath. Upon examination outside of the patient it was noted that the distal half of the ut sds balloon and about 1-1.5cm of the device's tip were detached. Further fluoroscopy revealed the distal balloon markerband and residual portions of the balloon were located in the medium third of the stent. Another 7.0x40mm non-bsc, self-expanding nitinol stent was implanted overlapping the first, to trap the device fragments between the two stents. The procedure was successfully completed after dilation of the second implanted stent with residual stenosis remaining at 20-30%. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed, eccentric target lesion was located in the mildly tortuous and moderately calcified left external iliac artery. The vessel measured 15-20mm x 6-7mm. Pre-dilation was not performed. A 7.0x40mm non-bsc, self-expanding nitinol stent was implanted in the lesion; however, additional dilation was required as the stent was not fully deployed and well apposed. The 7-2/5.3/75 ultra-thin sds was then advanced for post-dilation. The balloon was inflated once to 3-4atms for 20sec. Utilizing fluoroscopy, the balloon was deflated and the device was removed with minimal resistance when withdrawing through the introducer sheath. Upon examination outside of the patient, it was noted that the distal half of the ut sds balloon and about 1-1.5cm of the device's tip were detached. Further fluoroscopy revealed the distal balloon markerband and residual portions of the balloon were located in the medium third of the stent. Another 7.0x40mm non-bsc, self-expanding nitinol stent was implanted overlapping the first, to trap the device fragments between the two stents. The procedure was successfully completed after dilation of the second implanted stent with residual stenosis remaining at 20-30%. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the balloon material was torn circumferentially between 10mm and 20mm distal to the distal end of the proximal balloon sleeve. The distal portion of the balloon material and the tip were not returned. The single lumen shaft, within the balloon material, was severely kinked and stretched. There were no anomalies with the remainder of the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: "this balloon catheter is not intended for the expansion or delivery of stents in the vascular system". "We recommend that an inflation device with a 10 ml (cc) or larger syringe barrel with gauge be used when inflating ultra-thin sds balloon dilatation catheters". (B)(4).

Manufacturer narrative:
(B)(6).(B)(4).